Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had unexpected restart, a cold reset was performed alarm happened after each battery replacement. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that she received a battery out limit alert when changing out her battery. Customer stated the insulin pump alarmed after battery change. Customer reported they were able to clear the alarm, able to complete rewind. The device will not be returned for analysis.